Event description:
Patient had intolerable pain with pacemaker implant on the left side. Entire system was explanted from the left side. Pacemaker was reimplanted on the right side, but leads were replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a slight deformation of the lead body approximately 20.5 cm distal to the is-1 connector pin. It is reasonable to assume that this deformation resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.